Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, poor aspiration was experienced and the phaco tip heated up which affected the patient's tissue. Additional information has been requested.

Event description:
The customer reported there was no patient injury and this event was "blown out of proportion." There will be no further information provided.

Manufacturer narrative:
The system and phaco handpiece were examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the system was tested and found to meet product specifications. The customer did not return the phaco tip for an evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause could not be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. (B)(4).